Manufacturer narrative:
Adhesive liner, needle cap and adhesive pad returned securely attached to device. Device received not deployed. Pink slide insert not visible through top housing. A photo of the slide insert was not taken prior opening the device; however, it was confirmed that the slide insert was not moved forward or visible in the viewing window. The downloaded data shows that an 0x5c alarm was generated during the device's run. Timeouts were also present. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was unable to be delivered due to the hook talons slipping over the ratchet gear teeth. The 0x5c alarm and timeouts were duplicated in the rerun. Inspection of the drive mechanism found the front anchor to be bent slightly upwards. The front anchor being bent contributed to the hook talons slipping over the ratchet gear, which result in the alarm and the device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.